Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level and high blood glucose level. Customer¿s blood glucose level at the time of incident was 45 mg/dl and current blood glucose level was 121 mg/dl. Customer was treated with food and glucose tablets for low blood glucose event. Customer stated that auto mode was automatically delivering insulin at the time of low blood glucose event. Customer stated that insulin pump did over bolus to correct high blood glucose level. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature at the time of low blood glucose event. The insulin pump will not be returned for analysis.